Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer had to maneuver the usb cable into the charging port to charge the pump. A replacement usb cable was sent to the customer. There was no impact to customer¿s blood glucose. The customer reverted to manual injections for insulin therapy.